Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients lead has migrated. Surgical intervention was undertaken on (B)(6) 2022, where the lead was repositioned. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.